Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection and drank water to address the bg. Customer was instructed to reset pump to clear malfunction alarm. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.